Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no irregular bolus requests made. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl and juice was consumed to address the bg level. The customer was not sure what caused the low bg; however, thought that it may be due to being a brittle diabetic. After treating the low bg, the customer's bg level was back to the target range. The customer was fine. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.